Event description:
It was reported that during a shoulder surgery using the healicoil knotless, an unspecified part of the device was not attached properly to the anchor and it kept falling off. No other complications or delay were reported. Surgery was completed using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a shoulder surgery the helicoil knotless was not attached properly to the anchor, it keeps falling off. No other complications or delay were reported. Surgery was completed using a competitor device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the instructions for use found certain preparation and insertion techniques may contribute to anchor issues. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future occurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.